Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429678 lead, implanted: (B)(6) 2011; 4469 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient's spouse that the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately five weeks post implantable cardioverter defibrillator (ICD) replacement. The cause of death was requested and is not available.